Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice during dwell two of five. This event was reported to have occurred during use, the patient was connected. There was nothing found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative advised the home patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. Should additional relevant information become available, a supplemental report will be submitted.